Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5036871) in united states on (B)(6) 2014 who had essure (fallopian tube occlusion insert) inserted. On (B)(6) 2008, essure was inserted. Consumer stated that felt sick immediately after implant of essure. She experienced profuse bleeding, hair loss, memory loss, nausea, vomiting, muscle pain, severe abdominal pain, bloating, confusion, high blood pressure, vision problems, teeth and gum problems, and lethargy. She stated that felt like an 80 year old lady. She also experienced stabbing pain and burning sensation but subsided a little after 1cm of essure was explanted. During the explant, physician was only able to get 1cm out of the 4cm implanted and this was due to device fragmentation. A 3cm of device has migrated to consumer´s ribs and hips. Explanting physician also realized the implanting physician performed a tubal as well and her fallopian tubes were perforated as a result of the procedure. Follow-up information was received on (B)(6) 2014: no response to date. Product technical complaint investigation and final assessment were received on (B)(6)2014: the bayer reference number for the ptc report is: (B)(4). Final assessment : when a term like "broke" is used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled medical assessment : the reported events are not indicative of a quality defect per se. The majority of events was considered as unrelated or not assessable by company at this point in time. In this particular case, also a technical defect (breakage) was reported in the context of a complicated insertion. However, the reported technical defect could not be evaluated in more detail due to lack of sample return (see technical statement). The ae case refers also to a usability issue. No batch number was reported. Without this information neither a technical batch evaluation nor a batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. In summary, there is no suspicion of a quality defect based on the limited available information. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced profuse bleeding, device fragmentation, 3 cm of device migrated to her hips and ribs and fallopian tubes were perforated. All events were considered serious, as medically significant and regarded as incidents since an attempt to explant essure was reported (required intervention). They are listed according to reference safety information for essure, except for device fragmentation which was interpreted as a device breakage and considered unlisted. Fallopian tube perforation with essure may occur, most often during insertion. Also, during essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion, migration (distal fallopian tube or peritoneal cavity) or result of perforation. In this particular case, the exact date and mechanism of essure migration and perforation were not known, however given their nature they were considered as related to essure therapy. The same assessment is given for the event profuse bleeding since during and immediately following essure insertion genital bleeding and spotting may happen. Regarding the breakage, single cases have been reported of essure breakage; in this case a product technical analysis will be requested for further evaluation; however a causal relationship between this event and the suspect insert cannot be excluded by now. In addition non-serious events were reported. Ptc analysis concluded, there is no suspicion of a quality defect based on the limited available information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.